Event description:
It was reported that the patient received two shocks 12 hours apart from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was thought the shocks were inappropriate, but did convert the arrhythmia. Boston scientific technical services (ts) was consulted and reviewed the episodes. Ts noted that the rhythm appeared to be a wide complex ventricular tachycardia (vt) at approximately 160 bpm. The rhythm was oversensed but each shock converted the arrhythmia. The s-ICD remains in service and no adverse patient effects were reported.